Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Patient age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Patient weight: requested, not available due to hospital policy. Patient ethnicity: requested, not available due to hospital policy. Patient race: requested, not available due to hospital policy. Device expiration date: 2022-aug-31 (after packaging field became blank). Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is completed.

Event description:
The user facility reported that after endovascular therapy (evt), the angio-seal device was used for hemostasis. When the device was withdrawn after the anchor lock was engaged, only the collagen came out of the patient's body. The suture might be broken, and the anchor remained in the patient's body. Hemostasis was achieved by another device (the details unknown). Currently, the details of the event are unknown. There was a non-serious health damage to the patient. The patient is being monitored. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The collagen was left outside of the patient.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3 and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the forward lock position. The clear stop indicator was deployed from the opening at the distal tip, and the suture had been fully deployed. The suture was examined and appeared to have been cut. The collagen was also returned with the device and did not appear to have been tamped. The anchor was not returned with the device. Functional testing was performed by attempting to set the device to the fully rear-locked position. The device was able to be set properly, and no issue was found with the rear locking function. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been device misuse resulting in a failed closure attempt. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).